Manufacturer narrative:
The device history record (DHR) of the straight fls plate (21421-6) was inspected and showed no deviations. The quality forms met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing that would contribute to this complaint condition. A review of the raw material device history record revealed no deviation. The material was determined to be conforming and was used as is per product development approval. The plate broke, as the female patient with an approx. Weight of (B)(6) lbs load the injured foot completely. Furthermore, the reduction of the fracture is not sufficient (oa dr. (B)(6)).

Event description:
It was reported that a fls plate, straight, 6-hole was determined to be broken postoperatively. Original implant date unknown. A revision surgery was performed on an unknown date.